Event description:
As reported to medtronic, crews responded to a chest pain call, the pt was attached to the device. The device would not function; crew stated the on light in the keypad came on, but the device screen remained black. The device would not display on ECG rhythm or respond to the print key. The crew called for another rescue, the pt was transferred to their device and care to the pt was continued. The pt was transported to a local hosp. The reporter stated there were no adverse affects to the pt as a result of device operation. Following call the crew, the device would not turn off; crew had to remove the batteries to turn off the device.

Manufacturer narrative:
Medtronic continues to investigate the reported malfunction.